Event description:
Dr. Inserted biopsy gun into prostate gland lesion; spring failed. No tissue could be sampled - new gun had to be opened to complete the procedure. Product had patient contact but no patient harm. Product was not saved.